Event description:
The rep calling in from the veterans administration states the adjustment knob on the arm of the chair is stripped and the width of the arm on the chair cannot be adjusted. The pt states the end user placed a bolt there until the release handle can be replaced. The rep didn't have the serial number for the veterans chair but asked for the part number.